Manufacturer narrative:
H.6. Investigation summary bd did not receive samples or photos for evaluation. Additionally, we were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see section h.10.

Event description:
It was reported that unspecified bd¿ tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. Unknown (light green lithium heparin), batch no. Unknown (2 of 2) -it is reported customer compared bd tubes to greiner tubes and experienced differences in assays. Internal study comparing greiner tubes to bd tubes revealed differences with sst gold tube in certain assay. The light green lithium/hep tube revealed large differences with greiner tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. Unknown (light green lithium heparin), batch no. Unknown (2 of 2). -it is reported customer compared bd tubes to greiner tubes and experienced differences in assays. Internal study comparing greiner tubes to bd tubes revealed differences with sst gold tube in certain assay. The light green lithium/hep tube revealed large differences with greiner tube.